Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed no defects to the fiber body. During the microscope inspection, the fiber tip was observed broken, however the connector was in good condition. The functional test showed that the fiber was used for 23/24 treatments. The aiming beam was bright and distorted due to tip break. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the break. If the fiber tip is in contact with the tissue it may lead to damage of the tip. Due to the information provided, the conclusion code for this failure is unintended use error caused or contributed to event which states, the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Blockb3: the exact date of the event is unknown. The provided event date, 03/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 03/07/2025.

Event description:
A fiber was returned with no allegation. Analysis of the return device identified that the fiber tip was broken. There was no further information reported.

Manufacturer narrative:
Upon further review of the information available, boston scientific (bsc) had determinate that the device had return from switzerland, not from germany as it was initially report. Therefore, bsc had filled out report number 2124215-2025-36106 to the FDA with the correct country of the event. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber showed no defects to the fiber body. During the microscope inspection, the fiber tip was observed broken, however the connector was in good condition. The functional test showed that the fiber was used for 23/24 treatments. The aiming beam was bright and distorted due to tip break. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the break. If the fiber tip is in contact with the tissue, it may lead to damage of the tip. Due to the information provided, the conclusion code for this failure is unintended use error caused or contributed to event which states, the interaction between the user and device, or sample, caused or contributed to the error. Based on analysis result, the interaction between the user and device caused or contributed to the reported event. B3: the exact date of the event is unknown. The provided event date, 03/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 03/07/2025.

Event description:
The device was return without event allegation. Upon the device was returned to the quality assurance lab, it was thoroughly analyzed, and it was found that the fiber tip was broken, this event is likely related with the usage of the device.